Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined, to be the mobile device updated operating system. Which, closed the app. No injury or medical intervention was reported.